Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted a tubing disconnect. The tube was reconnected, resolving the issue with suction.

Event description:
The hospital reported that suction was not functional. There was no report of patient involvement.